Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into reservoir compartment while using the insulin pump. It was stated that the customer had high blood glucose level of 387 mg/dl. No troubleshooting was performed. No other information was provided.